Event description:
During device evaluation, burns were found on the colonovideoscope's distal end, and tip cover. There was no patient involved.

Manufacturer narrative:
Based on the results of the investigation, it is likely that the burns occurred due to a high-frequency treatment device being used without leaving enough distance from the tip. However, the root cause of the reportable events could not be specified. The event can be detected/prevented by following the instructions for use which state: 4.3 using endotherapy accessories, 3.3 inspection of the endoscope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.